Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: vyaire medical was unable to determine the exact root causes as there was no device failure found after the perform an o2 calibration test. No further investigation is required as the unit worked properly in accordance with bellavista service manual revision 19.02.

Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Vyaire technical support plug in o2 gas and perform an o2 calibration. All work performed in accordance with bellavista 1000e service manual. Performed est (extended systems test) and performance check, all passed. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista 1000 us displaying alarms indicating calibration needs to be performed. The ventilator was taken off to patient and calibrated, but the alarm persisted. The customer confirmed that the patient was transferred to another ventilator and no patient harm associated with this event.